Event description:
It was reported that prior to any procedure, our distributor performed the receipt of the products and during their inspections, it was observed that the package was damaged (dented), presenting small holes, according to the pictures attached. There was no patient involvement.

Manufacturer narrative:
(B)(4). Correction: after further investigation of the complaint it has been determined that this event does not meet the criteria of a reportable event. The report is being considered not reportable.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis. Additional information was requested and the following was obtained: the product has parts with grooves, and when this part contacts/ has friction with the first package, the package is perforated and marked. So the sterilization cannot be assured.